Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board will be replaced.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.